Manufacturer narrative:
The device remains implanted and an evaluation cannot be performed; therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined. Reviews of the device history record (DHR) and the complaint trend data are in progress; results will be provided in a follow-up medwatch report.

Event description:
An ultraflex esophageal stent was used during an esophageal dilatation procedure in an adult male pt in 2007. According to the complainant "[t]here was good evolution until day 15 [the following month], when dysphagia and aphagia appeared. Food was found inside the stent, which was removed from the stent by washing. The ...stent shows growth of the tumor through the stent at the area covered by the mesh. The device will not be removed." Reportedly, "[t]he pt status is the one expected for his pathology. There were no major alterations following this event.